Event description:
The customer contacted stryker to report that their device control panel buttons do not work. In this state, the device may not provide chest compressions. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Technician observed the flat cable of buttons was loose. Cable was reconnected, proper device operation was observed through functional and performance testing, and the device was returned to the customer for service.